Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) delivered eight appropriate shocks for ventricular tachycardia which exhausted therapy. Review of the system revealed the last shock exhibited a high out of range shock impedance measurement of greater than 125 ohms. The ICD also exhibited code 1005 which is indicative of an open circuit being detected during shock delivery. At this time no intervention has been performed and the rv lead remains implanted and in service. No additional adverse patient effects were reported.